Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller hot gas bypass valve. The device was evaluated upon receipt. The last patient data file that the machine was operated on dated (B)(6) 2024 showed t4 to be reading ambient temperature and the root cause was determined to be a failed chiller. This coincides with the last reported problem of alert 113 on work order (B)(4) opened (B)(6) 2024 and cancelled (B)(6) 2024. The device was never sent in. Several other files that predate this file but after the last depot service indicate the same thing with t4 readings fluctuating due to the chiller hot gas bypass malfunctioning. Replaced the chiller assembly. The double bend tube was found expanded during chiller repairs. Two clamps, one on the tank outlet to the drain valve and the manifold outlet to the circulation pump were found unclamped. The heater was noted as not having any foam on it. Replaced double bend tube. Clamps were clamped in place. Heater was foamed. Control panel coin cell was replaced due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was having sensor issues and would be coming in for assessment. Per sample evaluation results received via task on 01oct2025, it was reported that the heater was noted as not having any foam on it.